Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported that the patient¿s ins was broken and had only 1 program option to choose from started more than 2 months ago (2018). No symptoms were reported. It was noted the patient no longer had a managing physician for the device and were provided with doctor listings in their area. There were no further complications reported or anticipated.